Manufacturer narrative:
A field service engineer was dispatched on 09/22/2015. The the field service engineer (fse) phoned the customer and it was reported the sample needle was bad. There was a css (clinical support specialist) on the customer site when the fse was dispatched.fse spoke to the css to troubleshoot the event. The css was able to replace the sample needle from the customer stock and this resloved the issue. A new needle was sent in to replace customer stock. There was no further action required by field service. The g8 analyzer is functioning as intended. The most probable cause of the reported event was fault or failure of sampling unit, the sample needle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported low areas with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. Which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.